Event description:
Follow-up revealed the infection has been deemed resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced fluid drainage at the ipg site. As a result, cultures were taken and as a precaution the patient was treated with antibiotics. The cultures came back (B)(6), but the doctor decided to open and clean out the patient's ipg/pocket site. The patient's ipg was later explanted and replaced.